Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 06dec2018. International UDI:(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that when powered on the screen turned black, "check vent: the ventilator rebooted" appeared, an alarm occurred, and the operational buttons failed to react. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 03jan19, date rec¿d by MFR: 02jan19. The manufacturer¿s international service technician stated that the reported phenomenon was not confirmed. The error log was checked and confirmed the occurrence of check vent error. A run-in test was performed, however, the phenomenon did not recur. Upon the customer's request, this repair is cancelled and the unit is to be returned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.